Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via daiichi. It was reported the patient recovered from the infectious disease on (B)(6) 2019. The event seriousness was classified as "3 (serious". The event was reportedly not related to the drug, device, or surgical procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via daiichi. It was clarified that the implant date was (B)(6) 2019. Correction: it was mistakenly reported that vomiting developed "(in (B)(6) 20180". This should have stated vomiting developed "(in (B)(6) 2018)".

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: n795928002, implanted: (B)(6) 2018, product type: catheter; product ID: 8781, lot#: n795928002, implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via (B)(6) regarding a patient receiving gabalon at 315mcg/day via an implantable pump for quadriplegia due to generalized dystonia. It was reported that the pump was implanted on (B)(6) 2018. However, conflicting information stated that the pump was implanted on (B)(6) 2018. It was reported that after [implant], the dose of gabalon was increased. On (B)(6) 2018, the dose of gabalon was increased from 315mcg/day to 378mcg/day. The dose of gabalon was increased due to severe spasticity, but the dose was reduced temporarily as vomiting developed (in (B)(6) 2018). Because the patient vomited at night, the dose of gabalon was reduced to 300mcg/day and gascon was administered. The dose would be increased by about 10% in the future, and the dose increase would be performed while the patient's condition was being under observation. Because the patient also suffered from a psychological disorder, it was unknown whether gabalon was the cause or not. However, conflicting information stated that the causality was related to the drug and not related to the device, catheter, pump, programmer, or surgical procedure. It was later reported that the patient recovered from the symptoms of vomiting on (B)(6) 2018, but vomiting recurred after that. The vomiting went into slight remission after reducing the dose of gabalon gradually to 100mcg/day. It was noted that the patient was allergic to the antiemetic drug, so the antiemetic drug could not be administered. The patient received an endoscopic examination in the department of gastroenterology. The patient had gastrointestinal symptoms originally. Since there was no effect on spasticity at the dose of 100mcg/day, increasing the dose was expected. However, the dose could not be increased. It was later reported that the pump was removed due to infectious disease; the date of incidence was ¿the beginning of (B)(6) 2018¿. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via (B)(6). It was reported the cause of the infectious disease was undetermined. The device would not be returned, as the customer discarded the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via daiichi. It was reported that according to the hcp, because the patient was thin, the cause of infection was that bedsores were developed around the incision on the back. The causal relationship with intrathecal baclofen therapy was denied.